Manufacturer narrative:
Correction information g6: follow up #1 h2:if follow-up, what type? H3:device evaluated by manufacture h6: coding changed based on the investigation result additional information h4:device manufacture date evaluation summary the device has been repaired and the segment of ift has been replaced.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is classified as import for export, therefore 510k is not applicable. Model ed34-i10t-us is available in the USA with a 510k number k163614.

Event description:
New scope, bending section very crooked this event occurred at the time of during inspection. There was no report of patient harm.